Event description:
It was reported that on (B)(6) 2024, a patient presented with recurrent grade 2-3 degenerative mitral regurgitation (mr) for a second mitraclip procedure. The first procedure was on an unknown date, and two mitraclips were implanted. There was an increase in mr and both clips were stable on the leaflets. An additional clip was attempted to reduce the mr again, however; when the leaflets were grasped the mitral valve gradient increased to 12mmhg. The grasp was released and the clip was removed. There were no adverse patient effects and the gradient had returned to baseline. No additional clips were implanted and the procedure was discontinued.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part number and lot number were unable to be provided. Based on available information, a cause for the reported increased mr could not be conclusively determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.